Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. Similar customer complaints related to the flange locking mechanism were received in past therefore an internal ncr was raised. This issue is currently monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that the clamp to block the tube was defective. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.